Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was displaying an error message (err). The complaint was classified based on customer service representative (csr) documentation, and further information obtained when mss reviewed the call. Csr attempts to follow up the patient by telephone, for additional information was unsuccessful. The patient reported that the meter issue was ongoing, and began ¿about a month ago at 5.30 pm¿. She reported that she manages her diabetes with insulin (no adjustments), and made no changes to her normal diabetes management regimen in response to the alleged meter issue. The patient reported that she was unable to test her blood glucose due to the ¿err¿ message, and therefor was not sure how much insulin to take. In response to not being able to test her blood glucose, due to the meter issue, the patient reported her blood glucose levels became very high, and she went into diabetic coma four times. The patient alleged that in response to the alleged high blood glucose levels she was admitted to hospital, she remained in hospital for ten days and was treated with insulin ¿500 units¿ every day. During troubleshooting, the csr noted that the issue was not resolved, when patient was walked through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event, that required hospital admission, after the alleged meter issue began.